Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Customer reported device was placed by the rn but the heart rate bounced around with a good reading. Fetal head was in +1 station and lead was well applied. After failed fetal scalp electrode (fse) placements, we left the external monitor in place.